Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels in the 400 mg/dl range, since the previous day. The contact changed out the customer's site and delivered a correction bolus via pump. The contact declined to perform a system check with tandem technical support and stated that bg levels would continue to be monitored.